Event description:
It was reported that a small volume folfusor did not empty as expected, and a large volume remained even after 48 hours. The issue was noticed after patient use. The device was filled with 5-fluorouracil (5 g/100ml) and 63ml 5% dextrose. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.